Manufacturer narrative:
H3: product analysis # (B)(4): product: 9560100,lot no:1560691: air analysis confirmed that the requested reported phenomenon was observed. It was also found that the outer tube was bent, the inner lens was damaged, and the outer tube body was damaged during the incoming inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare professional via multiple sources (manufacturer representative, service <(>&<)> repair) regarding a endoscope having micro endoscopic discectomy (med) therapy for herniated discs. It was reported that inner lens was not clear and there was dirt in the instrument. Event noticed during the operation. Patient was involved in this event and when the defect was noticed, it was replaced with another one and the operation was resumed. There was no patient injury reported. There were no further complications reported regarding the event.

Manufacturer narrative:
H3: product analysis # (B)(4): 9560100, item: (B)(4), lot no: 2063452r. Analysis confirmed that requested phenomenon was observed as well as, the outer tube was bent, the inner lens was broken, and the outer tube body was broken during the inspection upon acceptance. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.